Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the device was implanted too deep and had flipped to horizontally inside the patient. The hub where the lead connects to the battery was the visible part once the pocket was opened. The physician closed the deeper pocket and brought the battery more superficial to the skin.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient had difficulty with the recharger coupling, had shocking at battery site while recharging and pain in the groin area while recharging. The rep advised the patient put something thicker between recharger metal prongs and skin which helped, the thin shirt wasn¿t helping. They also turned off stimulator while charging which helped pain in groin. The connection between recharger and battery was hard to find and kept getting lost. Repositioning did not help. Battery felt deep and a pocket revision was planned but not yet scheduled. There was no fall, but a contributing factor may have been the ins was implanted in the old, larger pocket from a previous device. The implant was on the left side, felt deep, the rep was unsure of the approximate depth.

Manufacturer narrative:
H6: imf f1905 has been updated to imf f1904. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). The rep again reported that the patient had been having prolonged trouble charging and difficulty keeping a good recharging connection. The pt met with a rep a couple of times for assistance with connection during charging. They noted that the ins was difficult to palpate for recharging. A pocket revision was done. The patient denied any falls or external circumstances. The issue was resolved at the time of the report.